Event description:
An implanted proximal ulna plate broke in the weeks following surgery. This patient has a history of surgical complications.

Manufacturer narrative:
The instructions for use for the distal elbow set (which includes proximal ulna plates) include contraindications advising against use on patients with "insufficient quantity or quality of bone". The complainant described the patient as having previously undergone multiple operations for the same fracture (initially using a competitor's plate) and having "extremely brittle bone", as evidenced by the emergence of other fractures during follow-ups. These statements were further supported by fluoroscopic images showcasing significant bone loss and the presence of a competitor's "home run" screw which had broken off at the head and been left in the bone. This patient may not have been suitable for implantation of this device given the distal elbow set's contraindications for patients with insufficient quantity or quality of bone.